Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker france the technical service report indicates: fault: defective actuator repair level: 1. Action taken: actuator replacement. Calibration. Probable root cause: light source power output. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.